Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative issue involving a breakage of the plastic bumper of a neck stopper. Component involved: revision neck screw stopper, model # 9038.10.240, lot# 2015ar0j4. No consequences for the patient and no prolonged surgery time reported. Event happened in (B)(6).

Manufacturer narrative:
The check of the manufacturing chart of the lot # involved (2015ar0j4) did not show any anomaly on the (B)(4) pieces manufactured with this lot #. No other complaints received on this lot #. We received the affected instrument, and verified that the plastic bushing got damaged/worn out. This type of damage did not compromise the functionality of the revision neck stopper; this instrument is mainly used as counter torque to keep fixed the femoral neck when tightening the locking screw over the revision neck. The plastic bushing as per surgical technique should not be beaten, therefore we reckon that a probable improper use has been made to cause such damage on the bushing. No corrective actions based on this specific case. Before becoming aware of this event, as a preventive improvement, lima corporate decided to replace this instrument (model # 9038.10.240) with a different model # of instrument (which doesn't have a plastic bushing), to avoid the risk of recurrence of such events in case of improper use of the instrument. Therefore, the updated instrument sets do not have instruments with model # 9038.10.240 anymore.

Event description:
Intra-operative issue involving a breakage of the plastic bumper of a neck stopper. Component involved: revision neck screw stopper, model # 9038.10.240, lot# 2015ar0j4. No consequences for the patient and no prolonged surgery time reported. Functionality of the instrument was not compromised. Event happened in (B)(6).